Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further analysis was completed on this device and the finding codes were changed to the following: evaluation summary: inner insulation breached (clavicle-rib crush); full lead was returned for analysis. Destructive analysis determined that there was an intermittency between the connector pin and cap. It was also determined that the cable coating on the svc cable is worn through and with the breached lumens, the distal conductor and svc conductor shorted together.